Event description:
During an internal records review following an incident that was reported on (B)(6) 2022 to the FDA medwatch program involving the fysicon qmapp hemodynamic monitoring system, it was discovered that 3 additional similar events had occurred on this same fysicon qmapp system in other cath lab rooms. In each of the events, the ECG, and pleth waveforms would show as a flat line and no nibp, spo2, or etco2 values appeared on the live hemodynamic monitoring screen when a patient was connected to the system. The system did display a hr value but no qrs waveform was present. A reboot of the system and/or restarting of the fysicon qmapp system resolved the issues. The severity of the patients were not as critical as the stemi event that occurred on (B)(6)2202 and which was previously reported to the medwatch program on this same fysicon qmapp system. The 3 additional events occurred on three separate fysicon qmapp systems on (B)(6) 2021, (B)(6) 2022, and (B)(6) 2022. No user harm occurred during these events due to additional monitoring being available, ie. An external defibrillator monitor that was attached to the patient. System model number on all events (B)(4) (qmapp hemo reporting cpu) sn#(B)(4). Respectively in reference to the dates listed above. FDA safety report ID#:(B)(4)